Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, and another manufacturer's right atrial (ra) lead, exhibited low out of range pacing impedance measurements. Additionally, noise was observed on the lead. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.